Manufacturer narrative:
A siemens (B)(6) support center (hsc) specialist reviewed the data and did not find any additional deviations. Review of data indicated the issue to be specific to one well set. Hsc reviewed the result and calculated data and did not find any significant issues. The cause of the discordant, falsely elevated free triiodothyronine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated free triiodothyronine results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s). The customer repeated the same samples on an alternate dimension vista instrument, resulting lower. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated free triiodothyronine results.